Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer had a high blood glucose of 457 mg/dl. Symptoms that were reported at the time of the incident included none. The customer was treated for high blood glucose via insulin pen. The caller reported a blank display recently. Troubleshooting was provided. The display returned. It was not stated if the auto mode feature was on. The insulin pump will not return for analysis.